Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump dispensed insulin out during the load cartridge step. There is no additional information available at this time. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed several no cartridge detected and zero force loss of prime warnings on the reported event date. During the load step the pump failed to recognize cartridge, emitting a no cartridge detected alarm. A force sensor calibration test confirmed the sensor is not detecting correct force. The pump was opened and the solder joint was found to be shifted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).